Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The incident information was reviewed; however, the product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the tip separation appear to be related to operational circumstances of the procedure. Based on the reported information, a snare was advanced from the common femoral artery for support and to pull the guide wire to the target lesion. It is likely that manipulation and/or inadvertent mishandling of the of the snare device during the pulling of the guide wire through the mildly tortuous, mildly calcified, 95% stenosed anatomy, resulting in the reported tip separation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was performed to treat a de novo lesion in the mildly tortuous, mildly calcified, 95% stenosed mid anterior tibial artery (ata). A 300cm hi-torque command 18 st guide wire was advanced retrograde from a site distal from the ata. Due to the tortuous anatomy, a snare was advanced from the common femoral artery for support and to pull the guide wire to the target lesion. There was no resistance during advancement; however, while pulling the guide wire, the distal tip of the guide wire became separated. The guide wire was removed without resistance and the separated tip was embedded in the middle of the superficial femoral artery using an unspecified self expandable stent. There were no adverse patient sequelae and no clinically significant delay in the procedure. No additional information was provided.